Event description:
It was reported to covidien on 08/24/2010 that a customer had an issue with a catheter, continuous flow. The customer states that the guide wire advanced through aspiration port when readvancing guide wire after first and only trellis run in the native sfa. Customer states that he could not pull the guide wire out of the aspiration port and had to remove the entire catheter assembly through the sheath. The catheter met resistance at the sheath but was able to extract the entire assembly. Customer states that there may have been a possible dissection from where the proximal balloon was inflated for 10 minutes but is unsure.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.